Event description:
Olympus was informed that during an unspecified type of endoscopic procedure, the users experienced a complete loss of power, and the image was lost. The procedure was delayed by approx fifteen mins, and completed with the use of another light source. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reportedly replaced the fuse after the event. The device was returned to olympus for eval. The eval did not duplicate the complete loss of power, however, the output socket and the air joint were both worn, and the lamp life meter was reading zero hours, indicating that the xenon bulb needed to be replaced. The device was serviced and returned to the customer. Based upon the info provided by the user, it appears the fuse opened for unk reasons, leading to the loss of power. This report is being submitted as a medical device report in an abundance of caution.